Event description:
A custom proximal humerus reconstruction in conjunction with a reverse total shoulder replacement had to be revised due to polyethylene liner disassociation. The patient experienced minor trauma placing weight onto the operative arm when disassociation occurred.

Manufacturer narrative:
The investigation had a dimensional measurement which prohibited full seating of the polyethylene liner. Containment has been addressed and no other devices are impacted.